Event description:
A customer reported to beckman coulter inc. (Bci) that they received one half full bottle of wash buffer in a box containing four 1950ml bottles of access wash buffer ii. The customer could not provide information regarding the outside box. There was no report of injury to persons.

Manufacturer narrative:
Customer is returning the half full wash buffer ii bottle for investigation purposes. No wash buffer ii bottle has been received to date. No root cause could be determined for this event.